Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch # 3004209178-2016-78582.

Event description:
The customer reported via telephone call a bent cannula on the infusion set and a no delivery alarm. The blood glucose reading was 312 mg/dl at the time of the alarm. The customer also reported a high blood glucose 500 mg/dl. The customer treated with manual injection and declined troubleshooting for high blood glucose. The customer reported that the alarm had been resolved with a complete set change. The reservoir will be returned for analysis.